Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/16/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please confirm the number of patients/events affected with this alleged deficiency. 5 dogs. How many devices demonstrated the alleged deficiency on each involved patient/event? 1-2 devices. Can you identify the lot number of the product used? Uebbdjw0. Is the device or samples from same lot available to return for analysis? No please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported an animal underwent an unknown veterinary procedure in 2025 and suture was used. During the procedure, suture is breaking down after several days, especially with this lot grade. Other lot grade is working well. No adverse patient consequences were reported. Additional information was requested.